Manufacturer narrative:
Multiple attempts were made to obtain clinical images about this event. No clinical images were provided. As the device remains implanted, no further investigation of the device can be conducted. Neither clinical images enabling direct assessment of product performance nor the device was returned for evaluation. With the information provided to gore, the root cause of the reported event cannot be established.

Event description:
The following was reported to gore on (B)(6) 2025, from the avg 2209 viedoc study database: on (B)(6) 2025, this 73-year-old male patient underwent placement of a gore® acuseal vascular graft in the left upper arm for dialysis. A thrill or bruit was noted at the end of the procedure. No adverse events occurred during the procedure. On (B)(6) 2025, the patient was noted to undergo the first successfully hemodialysis session with the gore® acuseal vascular graft. On (B)(6) 2025, it was reported the patient had a thrombosis/dissection in the graft. This adverse event required in-patient hospitalization. The adverse event was noted as recovered/resolved without sequelae on (B)(6) 2025. On (B)(6) 2025, the patient underwent percutaneous transluminal angioplasty (pta), thrombectomy, stent and stent graft placement due to thrombosis within the registry device.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation of the device can be performed. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the lots met all pre-release specifications. Further information was requested from the study coordinator, but nothing was provided yet. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on august 5, 2025, from the avg 2209 viedoc study database: on (B)(6) 2025, this 73-year-old male patient underwent placement of a gore® acuseal vascular graft in the left upper arm for dialysis. A thrill or bruit was noted at the end of the procedure. No adverse events occurred during the procedure. On january 10, 2025, the patient was noted to undergo the first successfully hemodialysis session with the gore® acuseal vascular graft. On april 29, 2025, it was reported the patient had a thrombosis/dissection or delamination of the vascular prosthesis discovered due to a shunt blockage also within the graft. This adverse event required in-patient hospitalization. The adverse event was noted as recovered/resolved without sequelae on (B)(6) 2025. On (B)(6) 2025, the patient underwent shunt thrombectomy, percutaneous transluminal angioplasty (pta), and stent placement (partial replacement using a gore-tex® stretch vascular graft) along the gore® acuseal vascular graft course during dissection with 6 mm ultraverse and 7 x 50 mm epic stent, implantation of a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) at the prosthetic venous junction with an 8 x 50 mm vsx device, and finally a thrombectomy of the aneurysmal arterio-prosthetic anastomosis. The gore® acuseal vascular graft will continue to be used for dialysis. The study coordinator stated that the cause could be either delamination due to the pta or dissection due to a malfunction. It¿s impossible to say for sure.

Manufacturer narrative:
B5 describe event or problem was updated. The study coordinator stated that angiographic images are available for further investigation, but they were not provided yet to conduct an imaging evaluation. The investigation is still ongoing.